Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately . The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2016 at an unspecified time, they obtained inaccurate results of "164, 324 and 117mg/dl" with the subject meter, performed out with 30 minutes each other. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for precision. The patient stated they manage their diabetes with a combination of diabetic medications (metformin and glipocide). The patient confirmed that they did make changes to their usual diabetes management regimen prior to receiving treatment; the patient alleged taking more food/drink on (B)(6) 2016. The patient claims they developed symptoms of "woozy and shaky" before the product issue. The patient alleged hcp treatment, during a doctor office visit the patient on was allegedly treated with food and/or drink on (B)(6) 2015. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury.